Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. In addition, a complaint history review was completed. There were no complaints identified related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. In this case, the iris damage occurred as a result of patient movement. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary (B)(4)

Event description:
The surgeon initially reported that during the trabecular micro-bypass stent procedure the patient moved which caused the surgeon to catch a piece of the iris. The iris was torn and the surgeon plans on repairing the iris with stitches. The procedure was aborted. Additional information has been requested.

Manufacturer narrative:
A review of the device labeling was completed. Hyphema, iop increase, and vitreous hemorrhage are identified in the labeling as a known inherent risks of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference # (B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2018 the surgeon provided the following additional details. The iris damage was characterized as, iridodialysis from 2 to 4 with large defect and pupil decentration temporally. The bleeding was characterized as, recurring or persistent unresolving hyphema with elevation of iop. An anterior chamber washout of hyphema to control ¿ghost cell¿ glaucoma was completed two week-postop. The patient was referred to a retinal specialist for persistent vitreous hemorrhage. A vitrectomy with iris repair was performed two months post-op by the retinal specialist. The patient in recovering from the vitrectomy and is still under care by the retinal specialist.